Event description:
It was reported that the 2600 system was out of alignment and the hand-switch was broken. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hand-switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.